Event description:
Information was received from a healthcare professional via a manufacturer representative regarding the instruments used for spinal therapy. It was reported that the tip of awl was bent, broke off. Curette was bent. Also, instrument does not cut & dull. There was no patient involved at the time of event. There was no fragment left inside the patient.

Manufacturer narrative:
H3: product analysis of product# 2300-1110, lot# y170542 visual and optical examination revealed the tip of the awl is bent from what appears to be overload. This is consistent with bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.